Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the jaws of the device could not be reopened while applied to tissue. Sutures were used to stitch both sides of the sealed area, and the surgeon resected the tissue directly adjacent to the jaws in order to remove the device from the tissue. There was no pt injury.